Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.8, lab: 2.7. Pt is (B)(6) and has been testing with meter for 6 months. Mother made aware that meter is not validated for use under 18 yrs of age. Pt is bleeding and bruising as per mother. Mother has indicated doctor is aware of situation. All testing occurred side by side of one another. Pt therapeutic range is 2.5-3.5.